Manufacturer narrative:
Please note the correction as the product was received for evaluation and testing. The cc has been updated to include the product analysis. As reported by the sapphire registry approximately seven days post index procedure the patient experienced a neurological event. The symptoms, described as right arm numbness and weakness, completely resolved on their own. Diagnosis was a transient ischemic attack (tia). It was noted that the patient also has been experiencing headaches post discharge from the carotid stent. The physician suspects¿ the headaches could be related to hyperperfusion. The patient is a (B)(6) female. The target lesion location was the proximal left internal carotid artery. The lesion was described as ulcerated and eccentric, mildly calcified and mildly tortuous. The rate of stenosis was 95%. An angioguard was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion. The angioguard was safely removed from the vessel and upon inspection there was no debris found in the filter basket. The procedure was successfully completed and the patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. The episode of a transient ischemic attack was likely precipitated by the low blood pressures. Subject was seen in the office after the tia symptoms had already resolved. There was no treatment for headaches post discharge. The physician asked the subject to hold norvasc due to hypotension. The patient was never hospitalized and is at home in stable condition. One non-sterile precise pro rx was received coiled inside a plastic bag. The hemovalve was received closed. The unit was not deployed. One kink was observed at 70mm from the brite tip. No more anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The reported event "cerebral hyperperfusion syndrome, hypotension and transient ischaemic attack" could not be confirmed. The root cause of the reported event by customer could not be conclusively determined. Neither DHR nor analysis suggests that the event is related to manufacturing process; therefore, no corrective or preventive action will be taken. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors ¿ all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time.

Manufacturer narrative:
As reported by the sapphire registry approximately seven days post index procedure the patient experienced a neurological event. The symptoms, described as right arm numbness and weakness, completely resolved on their own. Diagnosis was a transient ischemic attack (tia). It was noted that the patient also has been experiencing headaches post discharge from the carotid stent. The physician suspects¿ the headaches could be related to hyperperfusion. The patient is an (B)(6) year old female. The target lesion location was the proximal left internal carotid artery. The lesion was described as ulcerated and eccentric, mildly calcified and mildly tortuous. The rate of stenosis was 95%. An angioguard was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion. The angioguard was safely removed from the vessel and upon inspection there was no debris found in the filter basket. The procedure was successfully completed and the patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. The episode of a transient ischemic attack was likely precipitated by the low blood pressures. Subject was seen in the office after the tia symptoms had already resolved. There was no treatment for headaches post discharge. The physician asked the subject to hold norvasc due to hypotension. The patient was never hospitalized and is at home in stable condition. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors ¿ all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (B)(4), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time.

Manufacturer narrative:
Please note that the product used in this procedure was not returned for evaluation and testing. The completed analysis was inadvertently inserted into this file. The analysis has been moved to the correct file ((B)(4)) and the product used in this procedure is a no product return. The complaint conclusion has been updated to reflect this information. As reported by the sapphire registry approximately seven days post index procedure the patient experienced a neurological event. The symptoms, described as right arm numbness and weakness, completely resolved on their own. Diagnosis was a transient ischemic attack (tia). It was noted that the patient also has been experiencing headaches post discharge from the carotid stent. The physician suspects¿ the headaches could be related to hyperperfusion. The patient is a (B)(6) female. The target lesion location was the proximal left internal carotid artery. The lesion was described as ulcerated and eccentric, mildly calcified and mildly tortuous. The rate of stenosis was 95%. An angioguard was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion. The angioguard was safely removed from the vessel and upon inspection there was no debris found in the filter basket. The procedure was successfully completed and the patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. The episode of a transient ischemic attack was likely precipitated by the low blood pressures. Subject was seen in the office after the tia symptoms had already resolved. There was no treatment for headaches post discharge. The physician asked the subject to hold norvasc due to hypotension. The patient was never hospitalized and is at home in stable condition. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors ¿ all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time.

Event description:
As reported by the (B)(4) approximately seven days post index procedure the patient experienced a neurological event. The symptoms, described as right arm numbness and weakness, completely resolved on their own. Diagnosis was a transient ischemic attack (tia). It was noted that the patient also has been experiencing headaches post discharge from the carotid stent. The physician suspects¿ the headaches could be related to hyperperfusion. The patient is an (B)(6) year old female. The target lesion location was the proximal left internal carotid artery. The lesion was described as ulcerated and eccentric, mildly calcified and mildly tortuous. The rate of stenosis was 95%. An angioguard was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion. The angioguard was safely removed from the vessel and upon inspection there was no debris found in the filter basket. The procedure was successfully completed and the patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. The episode of a transient ischemic attack was likely precipitated by the low blood pressures. Subject was seen in the office after the tia symptoms had already resolved. There was no treatment for headaches post discharge. The physician asked the subject to hold norvasc due to hypotension. The patient was never hospitalized and is at home in stable condition.